Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. The customer observed nonreactive results for one patient sample when using architect syphilis tp reagent, lot number 23334be01. The testing with another method (tppa) resulted positive. The architect syphilis result is not considered discrepant to the customer¿s expectation with three other testing methods (roche, siemens, and rpr). Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, architect syphilis tp, lot number 23334be01, is performing as intended and no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6). This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 08d06-41.

Event description:
The customer observed a false nonreactive architect syphilis tp result for a (B)(6) year-old patient. The following data was provided (customer¿s reference range is 0-1 s/co): initial result, on (B)(6) 2021, was 0.12, repeat on another analyzer was 0.13 s/co. The sample was also tested on roche and siemens platforms and the results were negative. The sample was negative with rpr testing. The tppa result was 1:80, which is positive. There was no impact to patient management reported.